Manufacturer narrative:
Manufacturer was made aware of serengeti retractors popping off of the screws. A comprehensive investigation was initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation. Since the serengeti retractor was discarded, no physical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. The most likely caused when it impinged on some of the anatomy during screw insertion. The manufacturing and inspection records were reviewed and no discrepancies or contributing factors to this incident were found. The initial/final report issued to include k2m's risk assessment review as indicated below. Risk/phl: the serengeti risk analysis, (B)(4): hazard analysis, lines 15-20: serengeti retractor, addresses the scenario described in this complaint/MDR. The probability and severity associated with these hazards are found to be accurately assigned. No edits are required. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The surgical technique guide and IFU are accurate and available to the surgeon - no edits required. K2m inc does not expect to receive additional information in regards to this case and then, considers this to be a close-out report. Not returned to manufacturer

Event description:
It was reported to manufacturer that the serengeti retractors backed off of the screw head during a case in the thoracic spine.